Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient's shoulder dislocated due to a traumatic event, and larger more constrained implants were required to maintain stability.